Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could include the sprint fidelis tm(6930, 6931, 6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report.since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the impact of inappropriate implantable cardiac defibrillator shocks on cardiovascular morbidity and mortality. Pace pacing and clinical electrophysiology. 2016;39(8):858-862.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients who received/experienced inappropriate shocks, device site bleeding/infection, hemothorax, pneumothorax, cardiac tamponade for this recalled lead family. There were also reports of lead noise. The status of the lead is unknown; however, it appears that all of the leads have been extracted. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.